Manufacturer narrative:
(B)(4): certain® gold-tite® hexed screw was received and photo taken. Visual inspection confirmed 1. Fracture of the abutment screw at the screw thread 2. Hex damage to the screw head. No lot number was provided therefore a DHR review could not be completed. The root cause of this event could not be determined.

Event description:
The doctor indicated that the abutment screw (iunihg) fractured.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.